Manufacturer narrative:
Block h6: imdrf device code a1052 captures the reportable event stent positioning problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios stent first flange was deployed without problem. The second flange was then deployed in the scope; however, the second flange did not release from the scope and the entire stent got stuck in the working channel of the scope. The procedure was completed using a different device. There was no patient complications reported as a result of this event.